Event description:
During preparation for a medical procedure, a hospital staff noticed that the distal tip of a neuron max 6f 088 long sheath (neuron max) was broken prior to insertion into a non-penumbra short sheath. The damage to the neuron max occurred prior to use and, therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
Please note that the following section is being corrected based on additional information provided by a penumbra sales representative on 03/02/2021: section b. Box 5. Describe event or problem. It was previously understood that the issue occurred while in use in the patient. However, based on the updated information, the issue occurred during preparation. Although the event summary alleged a deterioration in the characteristics or performance of the device, this event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death. Therefore, this is not considered a reportable event.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max) and a non-penumbra short sheath. During the procedure, while attempting to insert a neuron max into a short sheath, the physician broke the distal tip of the neuron max. Therefore, the neuron max was removed. The procedure was completed using a new neuron max and the same short sheath. There was no report of an adverse effect to the patient.